Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast in the balloon, consistent with a leak in the anatomy. The balloon was loosely folded, consistent with being inflated. During functional testing, the reported rupture was confirmed. A new indeflator filled with water was used to pressurize the balloon. There was a pinhole in the middle of the balloon, 9.5 cm proximal to the distal end of the balloon. Scanning electron microscopy (sem) analysis was performed, and the results suggest that the balloon rupture may be attributed to mechanical damage to the outer surface of the material. Based on the reported information, the lesion was described as being moderately calcified, which likely contributed to the reported rupture. There was no reported leak noted during preparation for use, further suggesting the damage occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. The balloon rupture appears to be related to mechanical damage likely induced by the calcification of the lesion. There is no indication to suggest a product quality deficiency. This type of reported event will continue to be monitored. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during use in the moderately calcified left popliteal artery, the balloon ruptured at 10 atmospheres. No adverse patient effects were reported. No additional information was provided.